Event description:
The following description was received by the cdrh on 1/10/2017 with the assigned MDR report key (B)(4): surgical tools which become scarred with use. Response: the reports was received by the importer on 1//17/2017. The initial reporter was contacted via phone on 1/18/2017 and a message was left requesting to have the device (s) returned for evaluation. An email was also sent to the initial reporter. The initial reporter responded on 1/19/2017, and it was again requested by the importer that the device (s) be returned so that a thorough evaluation could be performed. The initial reporter responded that the devices were out of commission, but would see if others in use could be forwarded for the evaluation. The importer responded that it was ineffective to forward the unaffected devices. The initial reporter stated that the affected decommissioned devices had divots in them. The device is made of carbon fiber peek, and is not intended to come in contact with other sharp instruments, such as saw blades, knives, or drills. Based upon the initial reporter's statement, it was determined that a sharp instrument had been put to the devices. Special instructions included in the packaging of all carbon fiber peek devices warn against the described contact.